Event description:
Alleged the intellidrive will drive backwards when he pushes forward on the intellidrive handles.

Manufacturer narrative:
The technician replaced the right intellidrive push handle to repair the bed.